Event description:
Inbound - pt reports one set of extension tubing leaked last night lot # 58x030 (exp 01/25/2023). No further details provided. Diagnosis or reason for use: pph. "Is the product compounded: no, is the product over-the-counter: no."